Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer fell, tripped over a machine and blacked out. Customer declined to state if the pump/pump supplies caused or contributed to the event; however, deferred the question to the healthcare provider. There was no reported impact to the customer's blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; no reply was received.